Event description:
After an implantation period of approx. 100 months, oversensing with inappropriate therapies was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the is 1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. Approximately 12 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The available x-ray images were analyzed. The lead showed much slack in the implanted state. Further damages such as a stretched rv shock coil, most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.